Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during an intraocular lens (iol) implant procedure, implant had not been placed, due to placement failure. Procedure completed on the same day. Additional information has been requested. There are six medical device reports associated with this report. This is 1 of 6.